Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with high blood glucose and tingling face. Customer's blood glucose was close to 600 mg/dl. Customer had changed the set earlier that day. Customer re-primed the device and the blood glucose would not go down. Customer mentioned she had more high blood glucose when she wore the device on her right side. Customer wanted to monitor the device. Customer will not be returning the device for analysis.